Event description:
Info received indicates the right siderail end tube is broken and will not allow the siderail to latch.

Manufacturer narrative:
The siderail end tube was replaced to repair the stretcher.